Event description:
New information received notes that the 2nd right ventricular (rv) lead was found to have lead fracture.

Event description:
Related manufacturer reference number: 2017865-2021-38213. It was reported that a patient presented in-clinic for a lead reposition procedure and reported discomfort. Prior examination of the right ventricular (rv) lead revealed loss of capture and dislodgement was suspected on the rv lead. During the procedure, the rv lead helix was difficult to both retract and extend. The rv lead was explanted on (B)(6) 2021. When attempting the place a replacement rv lead during the procedure, high pacing impedance was noted on the replacement lead. The second rv lead was removed and replaced a second time, and the procedure was completed successfully. No patient consequences were reported.

Manufacturer narrative:
The reported event of conductor fracture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures.